Manufacturer narrative:
Event date: corrected from (B)(6) 2015. Outcomes attrib. To ae: corrected from required intervention to other. (B)(4).

Event description:
It was further reported via user facility medwatch mw 5057724 that the patient presented with severe peripheral artery disease. The procedure was a complex pta of a long lesion. The coating on the tip of the 300cm v-14 controlwire guide wire was sheared off while advancing the wire with the support of a support catheter. The detached coating was intentionally left inside the sub-intimal space as retrieval posed more risk to the patient.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip kinked and bent with the polymer coating peeled approximately 1.4cm, exposing the corewire and the corewire tip. There is no evidence of a corewire fracture. All the outer diameter (ods) and guidewire overall length taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the patient presented with severe peripheral artery disease. The procedure was a complex pta of a long lesion. The coating on the tip of the 300cm v-14¿ controlwire® guide wire was sheared off while advancing the wire with the support of a support catheter. The detached coating was intentionally left inside the sub-intimal space as retrieval posed more risk to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. The totally occluded target lesion was located in the right anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was selected however during the procedure while inside the patient's body, it was noted that a coating on the tip of the wire was sheared off and was left in the sub-intimal space of the vessel. The procedure was aborted without issues. No patient complications were reported and the patient's status was fine.